Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that dexcom g7 continuous glucose monitoring (cgm) had become unpaired from the ilet. The cgm was still transmitting readings to the dexcom app. The agent guided the user through toggling settings, restarting the device, and re-entering the pairing code, successfully restarting the pairing process. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.